Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of connector body damage was found. During svc, the device's re-repair diagnostic assessment noted "connector body damaged." If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device was being returned for svc. During svc, it was noted that the device had a damaged connector body. It is known that the device was being used during surgery. It is unk if any pt or user injury or medical intervention occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There wa no additional info provided.